Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019. The manufacturer¿s international service technician confirmed the reported volume issue. The manufacturer¿s international service technician replaced the airflow sensor to address the reported problem. The equipment has been used normally.

Event description:
The customer reported low tidal volume. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.